Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. Following predilation of the lesion, a 3.00x38mm promus element plus drug eluting stent was advanced but failed to cross the lesion. After several attempts of crossing the lesion, the device still failed to cross the lesion. The device was then retrieved from the patient intact and was noticed that the edge of the stent deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.